Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1003 indicative of battery voltage being too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting faster than expected. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.